Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a pt underwent a pelvic floor repair and a sling procedure in 2006. Post-operatively, the pt experienced heavy bleeding at the left buttock puncture with a drop in hemoglobin to 8.8 which was managed with iron replacement. The potassium level was low at 3.1 and potassium supplementation was used. A pack with extrace cream was removed after 24 hrs along with the foley catheter. The pt went home on the second post-operative day with iron, analgesics, surfak bid, levoquin, and estrace cream. Examination thirteen days later, revealed hemoglobin was 10.6 with serum potassium of 4.29. The pt continued to have some persistent vaginal bleeding subjectively. Exams were repeated four days later, two days later and fourteen days later, with estrace cream. At exam in 2006, a 2 x 2 cm area of mesh was visible three centimeters into the vagina at midline. Another surgeon dissected free the edges of the mesh and re-approximated the mucosa with suture. The pt went home next day continent, voiding, and using estrogen cream. The pt was seen with in two months, with the repair appearing intact. At return visit in 2007, the vagina appeared well-estrogenized and the area over the mesh was almost completely re-epithelialized. The pt denied any discharge. Intercourse was accomplished several times without difficulty. The surgeon plans to recheck pt in two months and to continue estrogen cream twice weekly.